Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after the patient was weaning from bypass, the left ventricular assist devic (lvad) was started and the speed increased. The flow was very low at the beginning, not higher than 0.4 liter per minute (lpm) but decreased to zero. It remained zero although the bypass was stopped already. The hospital called the company for any presumptions, why the flow remained zero. Pump parameters except the flow were normal. Pulsatility index (pi) was very low, power was also low and was what we expect in this zero-flow moment. Echocardiogram could not show any inflow stream into the inflow cannula; the outflow in the aorta could be visualized due to artefacts and turbulences from the 2 bypasses. The left ventricle (lv) seemed to be empty but not collapsed completely. The right ventricular function was already bad prior lvad and remained in a bad condition afterwards. To exclude any occlusions of the inflow or air locks, the pump was again disconnected from the sewing ring and flushed retrograde plus rinsed with water. No visual issues could be seen, and the pump was again connected to the patient. The flow remained zero. According to the vad coordinator, after everything was double checked they decided to go for a pump exchange directly to exclude any technical issues with the device. After the exchange, there was 5 minutes flow on the pump but the picture from before was recurrent afterwards also with the new pump, again zero flow. According to the anesthetist the right ventricle was doing nothing at this moment and the surgeons decided to go for a temporary right ventricular assist device (rvad) extracorporeal membrane oxygenation (ECMO) (cardiohelp) to support the right ventricular failure (rvf). After starting the rvad, the flow of the lvad increased directly and both devices were adjusted accordingly and ended up with nearly 4 lpm on both sides. The hospital also checked the explanted pump in a bucket of water with a test circuit and the pump was behaving as expected, no issue occurred, no technical alarm occurred and also no thrombus formations were washed out. Therefore, the clinicians suspected that the patient developed a fulminant rvf which was not directly diagnosed, and the lv was collapsed completely and occluded the inflow itself. The right heart failure existed pre-lvad implant; it was mild to moderate under impella device. The hospital was discussing if they would return the explanted pump although they do not assume a device malfunction. Log files also confirmed that the pump/rotor did not show any malfunctioning or issues which lead to this situation. The patient remained recovering on the intensive care unit (ICU).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended while on a test circuit. It was communicated that the patient's explanted pump, (B)(6), will not be returned for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.